Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic meniscal repair, both the backstop and the top hat came away from the suture and fell into the joint space. The fragments were not able to be retrieved from the body. However, the procedure was concluded successfully without further incident or harm to the patient.